Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a past event that the insulin pump alarmed no delivery. The customer's blood glucose reading was 479mg/dl at the time of incident and treated with a bolus. Troubleshooting advised the customer on treating for the high blood glucose and found that the customer contacted their doctor. No further details given.